Event description:
It was reported that the biomed running calibration in an arctic sun device that just replaced a circulation pump. Device failed calibration with error 3 (water reservoir flow), expected value 23 actual value 0. Per review of wo on 05may2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed running calibration in an arctic sun device that just replaced a circulation pump. Device failed calibration with error 3 (water reservoir flow), expected value 23 actual value 0. Per review of wo on 05may2023, there was no patient involvement.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.